Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited loss of capture at maximum output. P waves measured 0.2 mv. X-ray confirmed that the lead had dislodged into the right ventricle. The lead was removed and re placed.